Event description:
When cuff checked, it worked normally, but after intubation, when air was put in, tear occurred on the cuff.

Event description:
When cuff checked, it worked normally, but after intubation, when air was put in, tear occurred on the cuff.